Event description:
It was reported that the pump was removed due to "problems." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot#, serial# (B)(4), implanted: 2004 (B)(6), explanted: 2011 (B)(6), product type: catheter (B)(4).

Event description:
It was reported the patient experienced an infection with symptoms of fever, chills, redness and pain. The reason for the infection was unknown. The device was replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).